Event description:
It was reported that the pump reset unexpecteldy. There was no adverse impact to the customer¿s blood glucose level. Technical support explained that pump reset was safety feature and confirmed that pump functioned as intended, educated caller about effects of reset on insulin tracking and continuous glucose monitoring, and customer reloaded cartridge and successfully resumed insulin therapy, with no additional issues reported.